Event description:
Healthcare professional reported "capsular contracture baker grade IV" against left device. The device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" against left device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Voids observed on the gel.. Crease fold observed on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted.